Manufacturer narrative:
(B)(4) - portion of device remaining in pt. Device separation is demonstrated on the scor. The wireguide was all that was kept and provided for the investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition, each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device, we cannot make a definite root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. We will continue to monitor for similar complaints. No actions are required at this time as there is insufficient risk.

Event description:
During ptcd procedure, the physician punctured under ultrasonic echo and confirmed bile drainage. After angiography, he inserted the wireguide and the dilator over the wireguide, but could not complete insertion because resistance was met. While he was withdrawing the dilator and the wireguide, he found the wireguide became unraveled. He carefully removed the whole wireguide outside of the pt, and confirmed its tip was separated and approx 1cm of the wire guide tip remained in the intrahepatic bile duct. Another lot was used to complete the procedure. The physician did not perform add'l procedure for removal of the remained wireguide and will follow the pt closely. The pt has not shown any problematic symptoms at present.